Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic notified the field representative that the patient was going to have a laser lead extraction for the right ventricular (rv) lead due to increased pacing impedance measurements. The rv lead impedance measurements have gradually risen over the last year from 587 ohms to 1740 ohms, thus the physician opted to perform a lead revision. The rv lead was explanted a few weeks later and a new lead was successfully implanted. No additional adverse patient effects were reported.